Manufacturer narrative:
H3: analysis of the echelon microcatheter revealed no damages or irregularities were found with the echelon-10 micro catheter hub. The tip and marker band were found crushed. The tip (proximal to the distal marker band) was found partially broken. Evidence of steam shaping was observed on the distal micro catheter. The echelon-10 micro catheter total length was measured to be ~152.4cm and the usable length was measured to be ~1 44.8cm, which is within specification (specification: total (ref) = 152cm, usable = 144.0cm ± 1.5cm). Based on the device analysis and reported information, the customer¿s report of ¿catheter breakage in the middle micro catheter¿ was not confirmed. However, the catheter was found with a break in the distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that on (B)(6) 2024, when (B)(6) hospital performed hydration and shaping of the microcatheter before intracranial aneurysm embolization, it was found that there were signs of breakage in the middle of the catheter. The surgery was completed after it was replaced with a new catheter. It was reported there was a catheter kink in the middle segment. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. There is no patient involved in this event. Additional information was received that the cause of the catheter kink was not determined